Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to attach. The capsule will be returned for investigation. There was no reported patient outcome.

Manufacturer narrative:
Additional information: if information is provided in the future, a supplemental report will be issued.

Event description:
There was no harm to the patient.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one bravo capsule and one 1 bravo delivery device were received for evaluation. A review of the product expiration date discovered this product was used before the expiration date. The returned sample met specification as received. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. No corrective action is required, because no failure mode was identified. If information is provided in the future, a supplemental report will be issued.